Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device had a deformed clamping mechanism and was partially fired and engaged in interlock. The product analysis noted evidence that the de vice was not used as intended. The issue of anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit or clamping over excessive thickness. The issue of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hemihepatectomy, the surgeon tried to fire the second reload but the device would not fire during liver resection after segmentation of the vessels. The handle was blocked. A new handle for each reload was used to complete the case. There was no patient injury.